Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 42 months due to batterty failure. The pump was infusing morphine sulfate 20 mg/ml and bupivicaine 10mg/ml. A follow up report will be sent when additional information is received.